Event description:
The reporter stated that during a spinal surgery procedure using the manta ray anterior cervical plate, the lock tab on the screw retaining arms did not swing across the fixed screws. Two fixed screws were replaced with variable screws. The lock tab did then swing across the head of the screws. There was no adverse outcome for the patient. The screws were discarded after being replaced. The part and lot number of the complaint samples could not be determined.

Manufacturer narrative:
As a result of integra's 2 year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. No product was available for evaluation. A corrective action was completed in 2009, the issue was addressed in the failure modes and effects analysis (fmea) in the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.